Manufacturer narrative:
Report source: foreign, (B)(6).

Event description:
Information was received that after intubation of a a smiths medical portex (sacett) suction above the cuff tracheal tube, the inflation line pulled out of the tube when the customer inflated the cuff. Subsequently, a trach tub change out was required. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one portex tracheal sample was received in used condition without its original packaging. Immediate visual inspection detected that the inflation line was completely detached with residues of solvent only in the tip. Operator training records were reviewed to ensure operators are trained in bell-out, fit inflation line, and pressure decay tests. No discrepancies were found. The pressure decay tests and fit inflation line operations were also audited during thirty two (32) units finding no discrepancies and no inflation lines detached. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and investigation, the complaint was confirmed. The problem source was stated to be manufacturing and it was noted the most probable sources of the reported event were either of the following: insufficient solvent due to inflation line not correctly inserted into the dispenser or a lack of detection by production personnel who performs the fit of inflation line to tube. Retraining was completed by the quality engineer and production supervisor for - bell out, fit inflation line, inflate cuff, and pressure decay test, emphasizing that the correct placement of the inflation line into the solvent dispenser and to ensure that the thf level rises and wets the exterior of the line. Additionally, an image was added to the visual aid to show that the inflation line must be submerged vertically until it reaches the bottom and must be removed quickly.